Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n469049, implanted: (B)(6) 2014, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the device was not working. The hcp had no further details. MRI guidelines were requested. Relevant medical history included non-malignant pain. Follow-up was performed to clarify the allegation of the device not working and if any patient symptoms occurred, if the cause was determined, if any action was taken to resolve the issue, and what the results of the MRI were. This event will be updated if additional information is received.